Event description:
It was reported a patient experienced erosion of a mobi-c superior end plate into the c3 vertebral body approximately 2 months post-operatively. The medical professional stated it is not device related. There are currently no plans for treatment.

Manufacturer narrative:
Device evaluation: product was not returned, and no photos or x-rays were provided, so device evaluation could not be performed. Medical records were provided for review and indication that slight migration of the anterior plate occurred. Potential cause root cause was unable to be determined. This event could possibly be attributed to unknown patient or surgical factors. DHR review DHR review not able to be performed as lot number is not known. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.